Event description:
Nurse stated patient rolled out of bed. Left foot siderail was in down position at the time. Tech checked air pump and mattress, both working properly. No injury to patient and no treatment necessary.